Event description:
The customer reported the ventilator was autocycling at a high breath rate during use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the exhalation valve to correct the reported problem. Extended self testing and performance verification testing was completed and the ventilator passed all tests per operating specifications.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had two other devices implanted. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the patient has expired after a implant duration of approximately 122.5 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.